Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device was unable to be interrogated. The patient was seen for a surgical procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. It was verified that communication with the device could not be established. Magnet application was unable to elicit tones. The device case was opened to facilitate analysis. It was discovered that the no telemetry condition was the result of a depleted battery caused by a high current condition that was the result of a transistor gate oxide failure.